Manufacturer narrative:
Correction to annex a and b.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the tip cover accessory returned. However, isi has not received the product involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A review of the provided images was performed by an intuitive surgical, inc. (Isi) failure analysis engineer. The following additional information was provided: the mcs tip cover does appear to exhibit a hole and there does appear to be potential thermal damage based on the shape of the edges around the hole. There does appear to be slight fraying on the grip cables.

Event description:
It was reported that after a da vinci-assisted surgical procedure, a tiny hole was visible on the monopolar curved scissors (mcs) tip cover accessory. The instrument and the tip cover were discarded, so no return would be possible. The procedure was completed with no reported injury.